Event description:
During a percutaneous transluminal angioplasty (pta) of the left superficial femoral artery (sfa), it was reported that after pre-dilatation with balloon catheters (sleek and savvy long), thrombus was observed at the target vessel. So the physician tried to aspirate the thrombus with a vista brite tip guiding catheter, but thrombus couldn't be aspirated completely. The physician retrieved the catheter from the patient, and then a kink was found at 30cm from its hub. The physician stopped using the vista brite tip and an aspiration catheter (thrombuster ii, kaneka) was used instead. The procedure finished successfully. There was no patient injury reported. The device was clinically used and will not be returned for analysis. There was no calcification and tortuosity at the target lesion. The rate of stenosis was (B)(4). A contralateral approach was made from the left femoral artery with sheath introducer (destination, terumo). There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the protective balloon cover. There was no difficulty reported removing the products from the packaging. The products were inspected prior to use and appeared to be normal. The products were prepped according to the IFU. There was no problem reported flushing the devices. The devices were inserted into the patient one time. There were no anomalies noted during prep of the device. There was no difficulty advancing the guidewire and complaint devices to the target lesion. There was no difficulty crossing the lesion. The balloons inflated and deflated normally. It is unknown how many times the balloons were inflated. There were no kinks noted on the devices prior to use. No force was ever required when using the devices. The devices were easily removed from the patient. This is 1 of 2 products involved with the reported event and are associated report #'s:1016427-2014-80007 & 1016427-2014-80008.